Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are eleven additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple dull blades were noted during surgery. There was no patient impact experienced. Additional information has been requested.

Manufacturer narrative:
Five opened knife samples were received correctly seated in trays with nicks in the blisters for the report of dull blades. The returned samples were visually inspected and sample numbers 1, 2, 3, and 5 were found conforming, while sample number 4 was found to be nonconforming with a damaged cutting edge. Sample numbers 1, 2, 3, and 5 were functionally tested for penetration and were found conforming. Sample number 4 could not be tested for penetration due to the damaged condition of the sample. Four of the returned samples were found to be conforming however, the damage to one of the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. As the exact root cause for the returned damaged knife sample is unknown, specific action with regards to this complaint cannot be taken. However, an investigation has been completed and actions have been implemented to reduce the frequency of dull blade complaints. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on one of the returned, opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).